Event description:
Pt had surgery to remove brain tumor; duragraft brand sheet placed in brain. Three days later hospital informed family that they had "made a mistake" and put contaminated material in pt's head. The following day another surgery performed to remove duragraft. After second surgery, pt had "stroke-like symptoms", paralyzed on right side, couldn't talk. Pt passed away this year. Reporter has copy of medical records in their posession.